Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the surgeon fired 2 units of the reload successfully, for the third firing, another reload was connected to the adapter, and the surgeon inserted the device to the cavity and articulated the jaws ,however the display screen became blackout and the device stopped reaction. The surgeon removed the handle (with articulated jaws) and the trocar from the cavity. As the surgeon was not able to remove the reload from the adapter. The handle, adapter, shell and reload were replaced. The original adapter was connected to another handle, and confirmed that the adapter reacted with no problem. The handle in question was inserted to a charger, however the handle did not power on. The surgical time was extended by less than 30 min. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance received one device. The data from the battery was evaluated and it was found that the differential limit had been exceeded. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause for cell balancing failures has been identified as inaccuracies in the cell voltages reported by the bq chip. While these inaccuracies are small, they are significant relative to the 5 mv limit for cell balancing. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been implemented to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.